Event description:
The customer reported that the canopy has holes in the netting. They did not specify what windows were damaged. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the large window a, has five 1" holes in it. The large window b, has two 1" holes in it. The left side d, left leg zipper slider is stuck. (B) (4).